Event description:
The patient had a primary hip surgery on (B)(6) 2024. On (B)(6) 2024, the patient presented with pain due to a dislocation. The surgeon revised the femoral head and liner. On (B)(6) 2024, the patient came in reporting infection. Imaging showed an anteverted cup, with no signs of periprosthetic fracture. No implants were removed. On (B)(6) 2025, the patient had a new dislocation successfully treated. No implants were removed. During the week of (B)(6) 2025, the patient presented with pain due to a dislocation. The surgeon then identified an infection, which was the unique reason for the revision. All implants were removed, an osteotomy was performed, and an antibiotic spacer was inserted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 july 2025 cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot. 2342592: (B)(4) items manufactured and released on 27-02-2024. Expiration date: 13-02-2029. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: stem: amistem p 01.18.402 amistem-p std. Size2 (k173794) lot. 2308177: (B)(4) items manufactured and released on 20-07-2023. Expiration date: 03-07-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hc10a face-changing 10° pe hc liner ø36/e (k183582) lot. 2004539: (B)(4) items manufactured and released on 16-07-2020. Expiration date: 06-07-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.034 cocr ball head 12/14 ø36 mm size xxl (k080885) lot. 112523c: (B)(4) item manufactured and released on 10-01-2022. Expiration date: 14-12-2026. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.